Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient had undergone removal of hardware and revision surgery due to nonunion and delayed healing. Original date of implant procedure was done on (B)(6) 2018 at an outside facility for a segmental femur fracture. The surgeon at that time used an unknown lateral entry femoral nail (lefn) and a variable angle (va) locking compression plate (lcp) curved condylar plate to treat the fracture. All devices were removed successfully. A retrograde nail was inserted for the revision procedure. There was no surgical delay. Procedure was successfully completed and patient outcome is good. This complaint involves six (6) devices . This report is for one (1) 4.5mm va-lcp curved condylar plate/8 hole/195mm/right . This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.